Event description:
This is an adverse event recorded on a crf as part of the (B)(4) registry. The pt was prospectively enrolled with 1 cm non-dysplastic barrett's esophagus. After a secondary focal ablation, a schatzki's ring was noted and subsequently dilated using a 54-french dilator. Reportedly, the pt's symptoms were resolved. Per the physician, the relationship of the event to the device procedure was possible and there was no device malfunction.

Manufacturer narrative:
The site did not return any device therefore an analysis info pertinent to this event be obtained, a f/u report will be submitted. (B)(4). Note: after a retrospective review on (B)(4)2012, it was determined that this event should be submitted to medwatch.